Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused and more than 100ml volume was remaining. The issue was noticed after patient use. The device was filled with 114ml fluorouracil (5-fu) and 71ml saline having a total volume of 185ml. The device was prepared for infusion over a period of four days; however, the actual infusion time was 4 days and 1.5 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H11: the device was received for evaluation containing 153 ml of fluids in the bladder. Visual inspection was performed which showed no evidence of fluid flowing out at the distal end of the flow restrictor. Force prime was performed to revive flow, but flow was not observed. Subsequent examination on the flow restrictor showed that crystallized drug was noted blocking the fluid path at the distal end of the capillary glass located inside the flow restrictor housing. The reported condition was verified. The cause of the condition is use-related. The product label (IFU, instructions for use) indicates to assure that the medication is prepared and administered in accordance with the drug manufacturer¿s package insert. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.